Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently the device was explanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.